Manufacturer narrative:
Reason for reoperation: deflation further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side deflation. The device remains implanted.